Event description:
It was reported continuous occlusion alarms alarms occurred despite changing pump supplies. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.